Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg and lead site(s). The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that the patient's system was explanted due to an infection. No further information is available at this time.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction: section a4 patient weight should have been included in the initial report. This correction is reflected in this additional repot 1.

Event description:
Additional information received indicates that the site of the infection was at both the ipg and lead site.